Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 444 mg/dl. The customer stated the pump stop giving him insulin after he changed the battery and is not giving him his basal but he can do a bolus and it works. Customer stated he continued to get the battery out limit. Did a self test and the screen went blank for a while, he did not get the test complete but he did not get any other messages and then it came back on. The insulin pump will not be returned for analysis.